Event description:
Description of event according to initial reporter: on (B)(6) 2016: a female patient (currently (B)(6)) had undergone tevar from zone 1 with placing terumo¿s relay 36-32-145 fenestrated for lcca in the proximal side + cook¿s zenith tx2, zteg-2pt-34-157-pf in the distal side and 1 debranch (rsa-lsa). (The fenestration was made by the user to secure lcca.) On (B)(6) 2018: due to migration of the relay, re-tevar had been performed with 2 de-branch (=previous 1 debranch was changed to 2 debranch by adding lsa-lcca) and placing zta-p-36-161-w1/ e3738393 as a proximal device + zta-p-30-155-w1/ e3768356 as a distal device from zone 1. On (B)(6) 2022: aneurysm rupture occurred. The proximal bare stent of zta-p-36-161-w1/ e3738393 oriented toward the anterior wall (left side) and the physician judged that the cause of the rupture was migration of the relay and/with the zta-p-36-161-w1 placed inside. Since there was no time to perform open-chest surgery, the physician decided to perform tevar from zone 0 with zta-p-34-209-w1/ e4162058 with chimney technique with gore¿s vbx stent although it would be an off-label use in order to save life . However, the aneurysm ruptured again prior to insertion of the prepared devices. Although both devices were hastily placed with giving cardiac massage at the same time, the blood pressure did not return and the patient expired. Since zta-p-36-161-w1 was placed inside the relay, two stent grafts migrated together. Patient outcome: the patient expired. Additional information received on 16feb2022: was endoleak/flow into the aneurysm sac observed on follow-up between 2016 and 2022? The exact date is currently not confirmed, but additional tevar was performed because endoleak was confirmed in 2018. What was the purpose with relining the relay with zta? Though the location of the bare stent of two devices was the same, the location of the edge of alpha¿s graft was more proximal than relay¿s. Could it be elaborated where the aneurysm was located? Aortic arch. Did the aneurysm grow in size between 2016 and 2022? Exact date is currently not confirmed, but additional tevar was performed because endoleak and enlargement of the aneurysm were confirmed in 2018.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Manufacturer narrative:
Manufacturer ref#:(B)(4). Similar to device marketed under PMA/510(k): p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a female patient (currently (B)(6)) had undergone tevar from zone 1 with placing terumo¿s relay 36-32-145 fenestrated for lcca in the proximal side + cook¿s zenith tx2, zteg-2pt-34-157-pf in the distal side and 1 debranch (rsa-lsa). (The fenestration was made by the user to secure lcca.) On (B)(6) 2018: due to migration of the relay, re-tevar had been performed with 2 de-branch (=previous 1 debranch was changed to 2 debranch by adding lsa-lcca) and placing zta-p-36-161-w1/ e3738393 as a proximal device + zta-p-30-155-w1/ e3768356 as a distal device from zone 1. On (B)(6) 2022: aneurysm rupture occurred. The proximal bare stent of zta-p-36-161-w1/ e3738393 oriented toward the anterior wall (left side) and the physician judged that the cause of the rupture was migration of the relay and/with the zta-p-36-161-w1 placed inside. Since there was no time to perform open-chest surgery, the physician decided to perform tevar from zone 0 with zta-p-34-209-w1/ e4162058 with chimney technique with gore¿s vbx stent although it would be an off-label use in order to save life . However, the aneurysm ruptured again prior to insertion of the prepared devices. Although both devices were hastily placed with giving cardiac massage at the same time, the blood pressure did not return and the patient expired. Since zta-p-36-161-w1 was placed inside the relay, two stent grafts migrated together. Patient outcome: the patient expired. Additional information received on 16feb2022: was endoleak/flow into the aneurysm sac observed on follow-up between 2016 and 2022? The exact date is currently not confirmed, but additional tevar was performed because endoleak was confirmed in 2018. What was the purpose with relining the relay with zta? Though the location of the bare stent of two devices was the same, the location of the edge of alpha¿s graft was more proximal than relay¿s. Could it be elaborated where the aneurysm was located? Aortic arch. Did the aneurysm grow in size between 2016 and 2022? Exact date is currently not confirmed, but additional tevar was performed because endoleak and enlargement of the aneurysm were confirmed in 2018.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2016 a 72-year-old female patient with an aortic arch aneurysm underwent a tevar (thoracic endovascular aortic repair) performed from zone 1 with placing a terumo¿s relay 36-32-145, custom fenestrated for left common carotid artery (lcca) in the proximal side, an esbe-34-77-t-pf inside the relay in the proximal side, a zteg-2pt-34-157-pf in the distal side and 1 debranch right-subclavian-artery to left-subclavian-artery (rsa-lsa). On (B)(6) 2018, due to endoleak and enlargement of the aneurysm (reported distal migration of the relay), a re-tevar had been performed with 2 debranch (the previous 1 debranch was changed to 2 debranch by adding lsa-lcca) and placing a zta-p-36-161-w1 (complaint device) as a proximal device and a zta-p-30-155-w1 as a distal device from zone 1. On (B)(6) 2022 aneurysm rupture occurred. The proximal bare stent of the zta-p-36-161-w1 oriented toward the anterior wall (left side) and the physician judged that the cause of the rupture was migration of the relay and/with the zta-p-36-161-w1 placed inside, so two stent grafts migrated together. Since there was no time to perform open-chest surgery, the physician decided to perform a tevar from zone 0 with a zta-p-34-209-w1 with chimney technique with gore¿s vbx stent. However, the aneurysm ruptured again prior to insertion of the prepared devices. Although both devices were hastily placed with giving cardiac massage at the same time, the blood pressure did not return, and the patient expired. No autopsy has been performed. It is noted that the patient had severe liver dysfunction and open surgery was assessed to be a burden for the patient. Pre-implantation cta, post-implantation cta, two-year follow up cta, and six-year cta were provided along with the compliant report and reviewed by an imaging expert. Per the findings in the imaging review, the complaint zta-p was implanted to extend the seal zone proximally. Although the zta-p was extended across the left cca origin, proximal aneurysm growth limited the potential seal zone length to less than a few millimeters. Four years later, the aneurysm had grown proximally beyond the seal zone and ruptured. Further migration had not occurred. The zta-p bare stent projected slightly proximal the relay bare stent. The bare stent did not flare but was constrained by the relay bare stent. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. According to the IFU, 20 mm proximal and distal seal zone is required. Also per the IFU, the zenith alpha thoracic endovascular graft is indicated for the endovascular treatment of patients with aneurysms or ulcers of the descending thoracic aorta. Zta-p implantation to the innominate artery was outside the IFU. It is also noted that the complaint zta device is used in combination with terumo¿s relay, which is outside of intended use. Per the provided information and the imaging review, short proximal seal zone and disease progression might have contributed to aneurysm rupture and deadly outcome. Cook will reopen the complaint if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Correction to initial information received 25apr2022: (B)(6) 2016: a female patient (currently 72 years old) had undergone tevar from zone 1 with placing terumo¿s relay 36-32-145 fenestrated for lcca in the proximal side + esbe-34-77-t-pf/ e3478814 inside the relay in the proximal side + cook¿s zenith tx2, zteg-2pt-34-157-pf in the distal side and 1 debranch (rsa-lsa). (The fenestration was made by the user to secure lcca.).